Manufacturer narrative:
Follow-up # 1 ¿ (6/27/2013) the patient¿s meter and test strips have been returned on (B)(4) 2013 and (B)(4) 2013, respectively, and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests. A DHR (device history record) was completed on (B)(4) 2013 for this product. It was noted a deviation was implemented to fulfill new airline transportation requirement. A ¿caution¿ label was applied to each shipper box containing products with lithium batteries. The deviation does not have any effect on the functionality of the product or relations to the reported issue. No non-conformances or reworks were observed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs), alleging onetouch verio iq is giving inaccurate high readings. This complaint is classified according the documentation of the customer care advocate. The patient manages his diabetes with pills, diet, and exercise and uses the lfs product to test 3 times per day. The patient went on a diet that removed fats, carbohydrate, and starches in order to lost weight. In (B)(6), his blood glucose readings tested high than before. At the time of concern, the patient was feeling shaky and was obsessing about his high blood glucose and being paranoid about the alleged high readings. By (B)(6) 2013, the patient was hospitalized and was diagnosed with an inflamed pancreas and was advised to see his primary doctor. The patient was not able provide any numeric values on the lfs meter or the lab results at the time of concern. During troubleshooting, the patient did not have any control solution to perform a quality test. The test strips were in good condition and is within the discard date. The lfs products were replaced and requested to be back for investigation. This complaint is being reported because, the patient had symptom of shaking after the alleged inaccurate high issue began.

Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.